Event description:
During an in clinic follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. No intervention has been performed a this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received.